Manufacturer narrative:
(B)(4) (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the operation was performed with a cannulated drill. During the procedure, the tip of the drill fractured into several pieces, and three pieces remained in situ. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Testing was performed on returned device including scanning electron microscopy (sem analysis). This "showed that it fractured due to bending overload." Quasi-cleavage mode fracture artifacts are noted throughout the fracture surface. The fracture surface shows multiple exit sites near the inner diameter of the drill bit, indicating the cracks initiated near the outer diameter of the device and propagated in through its inner diameter. Material specifications were found to be conforming to device specifications. Hardness testing was performed on the fractured drill bit, and it was also found to be in conformance with specifications. Review of the device history record (DHR) noted no deviations or anomalies related to the reported event. Review of x-rays provided noted 2 separate metallic foreign bodies within the lateral aspect of the intertrochanteric region of the left hip. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 1419670, 6.5x70mm cann canc scr 22, m04237f, 14097, 9.5mm connector (150mm), ca58m50, 14191, 8mm flat washer 3pk, aa4nh4, 1419275, 8.0x75mm cann canc scr 24 ns, dfhcdn, 140129, guide wire 3.2x230mm 3pk, nxz331a, 140129, guide wire 3.2x230mm 3pk, nxz331a.